Manufacturer narrative:
Argus case (B)(4).

Event description:
Has taken the pill thinking it is for diarrhea [accidental device ingestion]. Expired tablet ingestion [expired device used]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) old male patient who received denture cleanser (corega tablets) tablet (batch number tm4y, expiry date 31st may 2019) for product used for unknown indication. Concurrent medical conditions included diabetes. On an unknown date, the patient started corega tablets. On (B)(6) 2020, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and expired device used. The action taken with corega tablets was unknown. On (B)(6) 2020, the outcome of the accidental device ingestion and expired device used were unknown. It was unknown if the reporter considered the accidental device ingestion and expired device used to be related to corega tablets. Additional details: a lady called that her husband mistakenly took a corega cleaning tablet last night. She said that her husband had diabetes and that he had taken the pill thinking it was for diarrhea. Her husband had not taken the whole pill and that he was fine but she was worried. The pills were expired and that he used the pills from time to time to clean the prosthesis but not usual because he used vinegar water every day to clean the prosthesis.